Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient is experiencing difficulty with walking and falling. In addition, the patient stated, she had difficulty using her scs system. The patient reported when she adjusted her system higher for pain, the stimulation would be uncomfortable. However, if she decreased her stimulation to a comfortable level, it would not give her pain relief. Reprogramming was unable to resolve the issue. The patient reported, she will be having a cat scan performed to further evaluate her issues. It was noted the patient has not used her system in 8 months to a year. The patient is to consult with her physician regarding surgical intervention as the next course of action. Please note the event date is unknown.